Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was found cut into 3 fragments. An extraction aid was found on the distal fragment, it is reasonable to assume that the lead was cut during the surgery. The insulation of the lead tip was found damaged due to tensile stress and several insulation damages were found. These damages probably occurred during the extraction procedure. A thorough analysis of the lead fragments did not show any deviations which might have led to the reported high thresholds. The values of the parameters measured during the mechanical and electrical analysis were within the technical specifications. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This rv lead was explanted due to high thresholds and physician opted to extract and implant an lbb lead instead. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes.